Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The entire screen blacked out when the device was working with the cv-260 video system center due to a defective insertion unit. Additional issues were identified during the device evaluation: the bending cover had leakage, the angles were insufficient, the appearance of the insertion tube was scratched, the image was noisy when connecting to the cv-260, and there was no scope identification data. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer that the evis lucera bronchovideoscope was found with a leaking device and frozen image. The issue was detected during reprocessing. The intended tracheoscopy procedure was completed with a similar device. The patient was not under sedation. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the image was all black with an interference pattern. This report is to capture the reportable malfunction of no image and interference pattern that was noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported frozen/no image issue could not be determined, however, the issue was likely the result of water/moisture infiltration into the device from a leak in the bending section cover (a-rubber) resulting in failure of the internal substrate. Olympus will continue to monitor field performance for this device.